Event description:
Related manufacturer reference number: 2017865-2022-12540. It was reported that a patient presented to the emergency room reporting discomfort and syncope. Upon examination, the patient's implantable cardioverter defibrillator was found to have loss of capture, high capture thresholds, and failed to sense. Additionally, the patient's right ventricular (rv) lead was found to have high capture thresholds, failure to capture, high pacing impedance, and over-sensing of noise. An rv lead fracture was found. The rv lead was capped and the device was explanted on (B)(6) 2022. Both were replaced on the same date. The patient was stable throughout.